Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 25th march, 2024 getinge became aware of an issue with one of surgical lights - angenieux ax4. It was stated the coin hoop end assembly is broken. It was confirmed by photographic evidence the headlight mount was cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The initial reporter was biomedical service. The unique identifier (UDI)# information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights - angenieux ax4. It was stated the coin hoop end assembly is broken. It was confirmed by photographic evidence the headlight mount was cracked with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The information provided does not allow for the determination of whether or not the reported device was being used for patient treatment or diagnosis at the time the event occurred. A root cause analysis was conducted by the subject matter expert. As stated, only abnormal use (violent collisions, excessive pressure) or the use of incompatible cleaning products or protocol, can damage this device as reported in this complaint. The user manual explains how to check the light heads during daily inspection. To avoid any similar incident, the ax04 product must be used according with the user manual information (user manual 010713003). The check-list asks to control the stability in all positions. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.